Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue: the keypad is damaged, missing buttons, and is not functional. Patient is on an alternate delivery method. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: the keypad was found to be detached and missing. The complaint of the keypad unresponsive issue was unable to be tested due to the missing keypad cover. Unrelated to the complaint, evaluation revealed a bolus button that had a hole in the button cover and required increased force to engage. The bolus button cover was removed and the internal plug contact was found to be misaligned as well as contaminated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.